Event description:
It was reported that during preparation of the 3.5x15mm xience skypoint stent delivery system (sds), the metal stylet was stuck/unable to be removed and the tip was noted to bent. The device was flushed per instructions for use (IFU) and prepped prior to stylet removal. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties cannot be determined; however, difficult to remove (stylet/guidewire resistance) may be attributed to several factors including, but are not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire/stylet, condition of the guide wire/stylet, or accumulation of blood or contrast. Factors that could contribute to deformation due to compressive stress prior to use include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, sheath/stylet removal or during preparation of the device. In this case, it is possible that inadvertent mishandling during preparation of the device and/or sheath/stylet removal may have contributed to the reported difficulty removing the stylet, causing the reported deformation due to compressive stress (kinked tip); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.